Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on, "no prende". This quality engineer assigned the as determined problem to be a malfunction with the battery; this condition had the potential to interrupt delivery. This condition was found in the medicine a department. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that does not turn on, "no prende", was confirmed during product evaluation. Th quality engineer assigned the depleted battery to be the as determined problem. The main battery was replaced to correct the reported condition. Additional information: baxter discontinued service and ceased all design related support on flo-gard 2m8063 ((B)(4)) and 2m8064 ((B)(4)) in the u.s. Region as of (B)(4) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. A follow-up report will be filed if any additional details become available.